Event description:
Covidien received information stating that while in use on a patient an 840 ventilator generated a battery alarm. The incident occurred during patient transport. The reporter stated that the device continued to cycle when the alarm was generated. When the clinician arrived to the patient's room the patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the internal battery and power supply printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed. The battery power supply (bps) pcb was returned to the manufacturer for further investigation. Visual inspection found no anomalies on the board. The component was then placed in a test ventilator. The test ventilator failed the extended self-test, and the reported failure was confirmed. The fault was isolated to electronic components on the charging monitor circuit on the bps pcb but the precise component could not be isolated. Covidien reference: (B)(4).